Manufacturer narrative:
Citation: xiong ty. Transcatheter aortic valve replacement in patients with non-calcific aortic stenosis. Eurointervention. 2018 feb 2;13(15):e1756-e1763. Doi: 10.4244/eij-d-17-00584 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement in patients with non-calcific aortic stenosis. All data were collected from a single center between april 2012 and april 2016. The study population included 136 patients (predominantly male; mean age 70-75 years), 40 of which were implanted with medtronic corevalve. The serial numbers were not provided. Among all patients 30-day and 1- year mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke, major vascular complications, permanent pacemaker implantation, valve embolization, cardiac tamponade, second valve implantation, moderate paravalvular leak (pvl) and positioning difficulties. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance problems were reported.